Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the locking ring was grinding and hard to turn, resulting in the implant not primarily locking. The locking ring on this instrument from this set is inconsistent. Procedure performed was corpectomy. The issue was identified intra operatively, on the side table. The instrument was used successfully during previous cases. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 4360113; lot # k24a1192 visual inspection did not reveal any damage to the lock driver of the inserter. Functional inspection confirmed the inserter set screw lock driver was able to attach, tighten and loosen a sample centerpiece lock screw without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.